Event description:
The international philips field service engineer (fse) reported a touchscreen was misaligned and could not be calibrated during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomalies were reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The visual inspection of the customer's returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen issue. The fi technician identified that the touchscreen issue was caused by the resistance measurements being out of specification.